Event description:
It was reported the patient experienced uncomfortable burning and stinging sensations at the ipg site. The patient has to press the ipg while charging which leads to the discomfort. Additionally, the patient currently has shingles which cover her ipg site. The patient has difficulty maintaining communication with the charger due to the location of the ipg. The patient is currently being treated for shingles. Surgical intervention may be taken at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.